Manufacturer narrative:
The service technician was able to confirm the reported event. The root cause was determined to be due to the pin/screw being dislodged. Based on the risk documentation, this could occur after repeated use of the device. The device was repaired and returned to the customer.

Event description:
It was reported that the screw came out of the 22cm sp bayonet 1.2mm tip. No further information was provided.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the screw came out of the 22cm sp bayonet 1.2mm tip. No further information was provided.